Event description:
It was reported by the healthcare professional in india that during an anterior cruciate ligament repair surgery on (B)(6) 2024 the rgdloop adjustable stand device broke while pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel(whose length was 30mm) and the white loop shortening suture was being pulled. Five to ten minutes were wasted and then another like device was used to complete the procedure. All precautions and steps needed to use the implants were taken and no sharp objects were there while shortening the loop. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device expiration date and date of manufacture date is unknown. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary : according to the information received, it was reported that while pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel(whose length was 30mm), the white loop shortening suture was being pulled, it broke. All precautions and steps needed to use the implants were taken and no sharp objects were there while shortening the loop. The product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that rgdloop adjustable stnd white suture was frayed and broken. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure such as: snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. The white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement adjusting suture loops from dve testing averaged well over the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods 103050528, the tension is measured only on the green/white suture (111455) during the manufacturing process. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control and it is the document to use to guarantee the inspection of the suture, due to this damage suture can¿t have happened during manufacturing process. As per IFU-111882, the steps for a proper insertion are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformance regarding this lot h10 correction narrative: d9: the date device returned to manufacturer has been updated to reflect the correct information.